Event description:
Patient was getting a system extraction due to pocket infection. Patient presented to his cardiology office with the device protruding from his skin. Tissue and lead samples were collected and sent for pathology testing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5154659.